Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited capture anomalies. The lead was explanted and replaced. No patient symptoms or additional information was reported.